Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on oct 24, 2022, with lot number 2537302. Based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on anterior side assessed as surgical damage. And missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.